Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). The field service specialist (fss) visited customer site and upon evaluation of the system, the issue was not confirmed. Fss performed the field service checklist on the unit, which the system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred during starting up with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.